Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: 7070842.

Event description:
It was reported that the patient was having inadequate pain relief. It was also mentioned that a bsn representative reprogrammed the patient and there were contacts out shown on the infinion leads. The patient underwent a spinal cord stimulator (scs) replacement procedure. The explanted devices were collected by the facility.